Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported experiencing elevated blood glucose levels for about 15 days. Patient stated despite changing the infusion set needles, catheters, insulin cartridges, drums, insulin and infusion sites, his blood glucose values did not change. Patient reported when he switched to his backup infusion device, his blood glucose level normalized. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.